Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient started "staggering all over the place a while back" so stimulation was turned down when the patient was in the health care provider's (hcp) office; the patient was doing good. However, the staggering returned on (B)(6) 2016. The patient tried to decrease the stimulation but reported seeing a lower limit message. Please see report number 3004209178-2016-09255.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.